Event description:
Pt was hospitalized (B)(6) 2012, for an elective total hip arthroplasty (B)(6) 2012. During surgery, a bard parker scalpel blade number 10 was used by the surgeon to clean out around the hip joint. The scalpel blade broke off in the joint space and extended the surgery 2 hrs in an attempt to locate the broken blade tip piece in which it was located under fluoroscopy.